Event description:
Resp care personnel called to ER for full arrest enroute to hosp. Ems & pt arrived with et tube in place, CPR in progress. Acls protocol being carried out. Pt being ventilated per ambu at 100%--p. 0 rr (pt's) 0 b/p 0 CPR in progress. Pt transferred to ER bed from stretcher--rt personnel checked tube placement. Good bilateralbreath sounds-tube secure in et holder. CPR continued x5 min--no response. Physician pronounced deceased--CPR & ventilation stopped. All monitors & equip off. The et tube cuff was deflated. When respiratory personnel went to suction pt prior to extubation (14 fr suction catheter), the catheter would not pass through the et tube. Tube was checked for placement. Good bilateral breath sound heard, good chest expansion seen, oral cavity checked for possible kink in tube, none found. Attempted to suction it again & catheter still failed to pass through tube. Pt was extubated & orally suctioned. Et tube & holder (still intact) was examined by pt personnel & tube was found to be obstructed per safety pin. Air would flow through but opening not large enough for suction catheter. Respiratory personnel spoke with ems personnel & obtained a new unopened item & read the insert. Insert clearly states (3a) "insert safety pin through et tube by means of the port an both sides of the et tube guide & lock the pin. Ensure that the pin does not puncture the pilot tube or occlude the center of the et tube to assure easy passage of a suction catheter." Respiratory personnel spoke with ems about need to avoid this due to position of pin occluding the passage of a catheter. The MFR was called & respiratory personnel spoke with product mgr about the product & the incident. MFR assured rptr that this problem had not been reported & that the product had been on the market for many yrs with no problems reported. They stated that the instructions are clear & that the item was not used correctly. Rptr's concern is that this did happen. An airway was established & secured. The ability to maintain the airway was compromised by placement of this safety pin.